Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin and the current supplies had been in use for more than 3 days. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting, a new cartridge was loaded and the pump performed as intended. After performing a supply change during troubleshooting, the customer successfully resumed insulin deliveries.